Event description:
Dealer states the chair has a wheel issue.

Manufacturer narrative:
This report was initially submitted on (B)(4) 2013. We received the MDR, ack1 back from esg. We did not receive the ack 2 or 3. Upon several inquiries with esg, we were advised that they are now unable to locate and have advised to resubmit. The ack 1 MDR was received on (B)(4) 2013 at 7:20 pm est